Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the device was returned to zoll (B)(6) service department. The device performed to specification. The device was recertified and returned to the customer. The customer's report was observed in the device activity logs. The logs showed that a 12 lead was performed and the view was changed to lead view. The electrode pads are attached to the patient and an impedance waveform indicates strong coupling between the electrodes and the patient's skin. However; no signal is displayed on the monitor because the operator did not change the lead view to the pads view. If the operator had changed the view or pressed a defib related button, the device would have displayed the ECG signal from the patient through the electrode pads onto the monitor. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.